Manufacturer narrative:
Additional information: method, results, and conclusions - the device was not returned for evaluation. However, an x-ray was provided and used for evaluation. The rods were confirmed to have fractured at the level of the patient's previous pedicle subtraction osteotomy. A surgeon was contacted for a health hazard evaluation review and it was determined that the fracture occurred due to pso causing instability of the spine at that level and the patient being a smoker/ obese/ having multiple previous surgeries making non-fusion much more likely. The lot number is unknown so the manufacturing records were unable to be reviewed.

Event description:
It was reported that a revision surgery was performed to address pain and two rods that broke post-operatively. It was reported that the patient experienced pain after a fall when the broken rods were detected. The broken rods were removed and replaced with alternative rods during the revision. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00105.

Event description:
It was reported that a revision surgery was performed to address pain and two rods that broke post-operatively. It was reported that the patient experienced pain after a fall when the broken rods were detected. The broken rods were removed and replaced with alternative rods during the revision. This is report one of two for this event.